Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause was use-related. The product returned for evaluation was one 3fr s/l groshong catheter. Usage residues were evident throughout the sample. The two piece connector was assembled but was detached from the catheter. The sliding suture wing was positioned between the 22cm and 25cm depth markings. The break surface appeared irregular. The catheter terminated at the 26cm depth marking and included the 3-way valve and tungsten plug. The proximal end of the catheter exhibited a curved shape memory. Following disassembly of the two-piece connector, a fragment of catheter was observed overlaying the connector cannula. Material discoloration, necking and deformation were evident in the proximal catheter fragment. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break in the catheter. Microscopic inspection of the break in the catheter revealed a slightly irregular break surface. The break edges exhibited a dully granular appearance. The break region exhibited a slightly elliptical cross-section. The break surface texture, shape memory, material necking and tensile weakness were all typical of damage caused by tensile stress. The abundant usage residue and assembled state of the connector suggested that the catheter was in use when the damage occurred. It appeared that the hub was pulled while the catheter was fixed in place, resulting in the observed catheter break. Care should be taken when securing, accessing and maintaining catheters to avoid causing tensile damage. A lot history review (lhr) of reyj0101 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the catheter allegedly broke after the connection hub. No patient injury was reported. (B)(6) 2015: additional information received: catheter was reportedly placed with a child and removed when alleged break in catheter was observed, no repair kit was said to have been used.